Event description:
A review of service data detected reportable problem. During servicing, monitor sn (B)(4) had a broken electrode belt connector. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor's electrode belt connector was broken free from the monitor's case. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.